Manufacturer narrative:
Exemption number: e2013009 berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). An air cushion was detected during initial visual examination of the returned blood pump. The blood pump was tested for functional performance and did not meet its required functional performance. For further investigation, the pump was submitted for an external CT examination where no defects in the membranes or particles between the membrane layers could be detected and all three layers of the membrane were parallel to each other. Before pumps are sent for CT scanning, the membrane is moved to the end-diastole position to ensure that all CT scans are comparable. In this case, it is most likely that this preparation step led to the deflation of the air cushion and the membrane layers laid parallel to one another again. The pump was then disassembled for further testing and the membrane layers were individually inspected. Two leak was detected at the edge region of the air-side layer, close to the housing. A mixture of graphite and pu material were detected between the membrane interstices. The blood-side and middle layers of the triple layer membrane were found to be intact. At the time of investigation, the membrane thickness was found to be within specification for all the three layers including at the defect regions. The cause of the defect was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018(76 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection indicated a suspected defect in the air-side layer. A detailed investigation of the returned pump is currently ongoing and a report will be provided as soon as available.

Event description:
We were contacted by the clinic to report that the left excor blood pump of a patient supported in the bvad configuration displayed a reduced ejection. An adjustment of the stationary driving unit ikus parameters did not improve the situation. Berlin heart recommended an exchange of the affected blood pump due to a suspected membrane defect. The blood pump was exchanged by trained professionals at the clinic. The exchange was performed without complications and the patient is doing well.